Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to have all therapies programmed off during an office check. Technical services (ts) was consulted on the cause of the observation, and it was suspected that during the implant procedure therapies were not programmed on. The physician programmed on therapy for this device. No adverse patient effects were reported. This device remains in service.